Event description:
It was reported that the patient was not getting any relief from the device despite a reprogramming attempt and the battery site was uncomfortable. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20455087.